Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose readings. The customer's blood glucose value was unknown. The customer stated that they changed the set 3 times and blood glucose was so high the pump cannot read. The customer stated that the needle at the top of the sof set leaked. The product was not returned for analysis.